Manufacturer narrative:
Sensor 0m0066jc36h ¿has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). A watermark at the base of the tail was not observed. Cracked sensor neck was observed upon visual inspection of the plug assembly. Therefore, the issue is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A heatlhcare professional reported a "replace sensor" message with the freestyle libre sensor. The customer was unable to obtain scan readings, and experienced malaise, sweating, and loss of consciousness. The customer was treated with sugar-water by his wife, and then called his doctor for a "phone check". No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A heatlhcare professional reported a "replace sensor" message with the freestyle libre sensor. The customer was unable to obtain scan readings, and experienced malaise, sweating, and loss of consciousness. The customer was treated with sugar-water by his wife, and then called his doctor for a "phone check". No further treatment was reported. There was no report of death or permanent injury associated with this event.